Event description:
The event is reported as: there are minimal tears at the joint between the hanger and the bag. Due to the tear in the bag, the breathing machine alarmed. No patient injury reported.

Manufacturer narrative:
The device sample was not received for evaluation at the time of this report.